Event description:
During a coronary drug eluting stenting treatment procedure, difficulty removing the balloon from the stent was encountered. The physician successfully deployed a taxus drug eluting stent. Upon withdrawal the physician felt the fully deflated balloon was sticking to the stent, thus causing the guide catheter to progress to the vessel. The balloon was successful removed with no patient injuries or complications. Further information has been requested.